Event description:
It was reported the during a surgical procedure on (B)(6) 2014, the scrub nurse noticed that one of the drill pins had broken at the tip and could not be found. X-rays determined the tip was still in the patient's tibia. It was unable to be retrieved and was left in the patient. No further information has been received.

Manufacturer narrative:
After multiple attempts for device return, no product has been returned so no device evaluation can be performed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.